Event description:
This complaint has been deemed a duplicate of (B)(4) already reported on MDR number 3030677-2022-05439.

Manufacturer narrative:
This complaint has been deemed a duplicate of (B)(4) already reported on MDR number 3030677-2022-05439.

Event description:
It was reported the device would not turn on while the spo2 function was being utilized to monitor a patient. The device was in use on a patient and there was no adverse event to patient or user. The local philips field service engineer assisted the customer in evaluating the device, determining it is a known issue under the scope of (B)(4). The device optical switch and therapy knob were replaced and the device was successfully returned to service. The faulty components were replaced to resolve the customer's complaint. The cause of the reported problem was faulty optical switch and therapy knob. It has been concluded that no further action is required at this time.